Event description:
It was reported that a large volume infusor over-infused; the device was completely infused the next day after being attached and was "bone dry". This was observed during patient infusion. The device contained fluorouracil and dextrose (4000mg size). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between december 2, 2024 ¿ december 4, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.